Event description:
The line was placed in 2001. Placement went well. However, 6 days later, the line appeared to have clotted. They injected a declotting solution. When they pulled back, got blood return. They flushed the catheter and it seemed to be good. However, the pt began experiencing problems and the line was found to be separated. The separated segment was in the pt's heart. It was retrieved and the pt is doing well at this time.